Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube and hospitalization. The biopsied lesion was in the right lower lobe. A 3-d spin (cone beam CT) identified a pneumothorax during the procedure; therefore, a chest tube was inserted. The procedure was completed as planned without any issues. The patient was observed overnight then discharged home.